Manufacturer narrative:
The pump was not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) alarmed after power spiked to 5.7 watts (w). The patient¿s lactate dehydrogenase (ldh) was elevated. The patient was hospitalized and started on high-intensity heparin due to concerns of pump thrombus. Tissue plasminogen activator (tpa) therapy was done; but this failed to decrease the power of the device. The vad was exchanged. No further patient complications have been reported as a result of this event.